Manufacturer narrative:
(B)(6). Investigation: after analyzing the photo returned from the client, it was possible to confirm the presence of silicone in the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. DHR/ qn/ ncmr review: the final assembly batch: 6179393 used in the claimed final product batch: 6209303 of angiocath 24g x 0.75 in were tested for presence of "foreign / no-foreign matter" and were not records of this defect. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign matter, for the lots involved in this complaint, according to the DHR of the lot above. Based on the investigations conducted for claims of excess silicone of the angiocath needle, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. The CAPA # (B)(4)that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.

Event description:
It was reported that foreign matter was found on the surface of a 24 g x 0.75 in. Bd angiocath" IV catheter before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Samples/photos: were received 4 opened and unused samples returned from customer of batch: 6209303 from angiocath 24gx0.75. After visual analysis of the products under magnification, it was possible to confirm the presence of silicone droplets on the catheter. DHR/qn/ncmr review: the final assembly batch: 6179393 used in the claimed final product batch: 6209303 of angiocath 24g x 0.75 in were tested for presence of "foreign/no-foreign matter" and were not records of this defect. There are no quality notification (qn) or non-conformity report records of foreign matter, for the lots involved in this complaint, according to the DHR of the lot above. Based on the investigations conducted for claims of excess silicone of the angiocath needle, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA (B)(4).